Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump touch screen was cracked. Customer alleged the pump was received with the crack. Pump was functional and customer continued to use pump for insulin therapy. Blood glucose was 81 mg/dl.